Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent fractured requiring medical intervention. Device issue: stent fractured. It was reported that the first xience v stents were implanted in 2008. One in the lad - 3.5 x 15 mm, one in the om mid - 3.0 x 12 mm and one in the om proximal - 3.0 x 8 mm. The patient came back to the cath lab on the following month with symptoms of flash pulmonary edema, non stemi and a troponin of 15. Angiography was performed, and it looked like the center of the stent in the mid om had fractured as the stent struts could not be seen. Some stents could be seen by ivus, however, it was not possible to see all around the diameter of the stent. A xience v 3.0 x 12 mm stent was implanted inside the previously stented area in the mid om, when the patient returned for a repeat procedure. The patient is doing fine, with no further complications reported. No additional event or patient information is available.